Manufacturer narrative:
.

Event description:
Clinic notes dated (B)(6) 2014 note that the patient continues to experience daily breakthrough seizure activity with an increase in frequency and severity over the past week. It was noted that the patient has up to 30 seizures per day on several days. It was noted that the patient has had several prolonged generalized tonic clonic seizures over the past week with falls and self injury. The patient's caretaker denied any missed seizure medications or recent changes in medications/diet. It is unknown whether or not the increase in severity is above the patient's pre-vns baseline frequency. The patient experienced between 20-40 seizures a day prior to vns. Attempts to obtain additional relevant information have been unsuccessful to date.